Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the display on the insulin pump was turned on. Battery charging was not lasting long and customer reported under delivery. No ham requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - impact codes and component code that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section.

Event description:
Customer stated that the insulin pump was not working. Customer stated that the cannula was straight but had blood on site on the adhesive. Customer stated that the insulin pump passed displacement test and self test. Customer alleged under delivery on the insulin pump as insulin pump's battery was loosing power and changing every week. Customer reported high blood glucose event with blood glucose level of 27 mmol/l at the time of incident. Customer treated themselves with manual injection when blood glucose level was at 17 mmol/l and lowered it. Customer reported blood glucose level at the time of call as 9.8 mmol/l. Customer had a visit to accident and emergency for seven hours on (B)(6) 2022. Customer was unable to complete carelink upload. The device will not be returned for analysis.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. Customer stated on removal, cannula was straight but had some blood on site. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the system with the auto mode or smartguard feature active at time of high blood glucose event. The customer alleged insulin pump was under delivering the insulin because battery had been losing power and changing every week. No further patient complications were reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.